Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated device was unable to detect the attached electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The pads were not returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The pads will be replaced under warranty. Analysis of reports of this type has not identified an increase in trend.